Event description:
It was reported that difficulty in positioning the stent occurred. The patient was presented with abnormal blood pressure, an intractable thrombus, and no recirculation after compression, with a severely calcified target lesion located in the right coronary artery (rca). A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. During the procedure, the stent was advanced to the designated position, covering the side branches. After the stent balloon was inflated and encountered difficulty in positioning during repeated adjustments, the device was withdrawn and could not reach the lesion site when retried. The procedure was completed with a different device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the 92% stenosed, bifurcated target lesion was located in the severely tortuous rca. The vessel was pre-dilated with a balloon catheter, with unknown residual stenosis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the device was received for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual examination identified the stent had damage at the proximal section. A visual and tactile examination of the hypotube shaft identified a break at 36cm distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft found no issues. The bumper tip showed no signs of distal tip damage. Microscopic analysis of the crimped stent via scope found evidence of stent damage with struts lifted at the proximal section. There were no signs of stent movement, the stent was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. Microscopic examination of the hypotube shaft identified a break at 36cm distal to the distal end of the strain relief. Multiple hypotube kinks identified in various locations along the length of the hypotube shaft. Dimensional testing was performed by measuring the undamaged crimped stent od (outer diameter) and the result was within max crimped stent profile measurement as per specification. No other device issues were identified during returned product analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that difficulty in positioning the stent occurred. The patient was presented with abnormal blood pressure, an intractable thrombus, and no recirculation after compression, with a severely calcified target lesion located in the right coronary artery (rca). A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. During the procedure, the stent was advanced to the designated position, covering the side branches. After the stent balloon was inflated and encountered difficulty in positioning during repeated adjustments, the device was withdrawn and could not reach the lesion site when retried. The procedure was completed with a different device. There were no patient complications reported, and the patient condition was stable post-procedure.